Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged between 30-69 mg/dl; cause was due to needing the pump basal rate adjusted. Customer addressed bg levels by eating candy.